Event description:
In 2009, a doctor reported that a patient lost a dental implant about 3 months after the implant placement due to osteolysis, a chronic disorder and permanent esthesia from drinking alcoholic beverages.